Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 6mmx120mmx135cm armada 35 referenced is being filed under a separate medwatch MFR number. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat lesion in the heavily calcified, chronic total occluded, 100 % stenosed, lesion in the right superficial femoral artery. The 6mmx120mmx135cm armada 35 balloon dilatation catheter (bdc) was advanced without resistance to the target lesion, however during the second inflation the balloon ruptured below nominal pressure (6 atmospheres). A 6mmx40mmx150cm armada 18 bdc was advanced without resistance to the target lesion, however during the first inflation the balloon ruptured at 10 atmospheres. The armada 18 bdc was removed and an unspecified armada bdc was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual and functional inspections were performed on the returned device. The balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determine that the reported balloon rupture was due to circumstances during the procedure.